Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The patients implantable loop recorder exhibited premature battery depletion. No intervention was performed. The patient was in stable condition and no adverse health consequences were reported.

Event description:
New information received notes that the product will not be returned.